Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had inappropriate therapy due to dislocation of the right ventricular lead. Patient is in intensive care but no further information has been provided about current patient status.